Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "alcl".

Event description:
Healthcare professional reported via regulatory agency "alcl¿ "ultrasound post surgery, patient told that would have to be monitored over the next few years with pet scan and uss annually. To date, patient apparently has the all clear. Benign lump found in thyroid." Pathological markers confirming alcl have not been received. The device was explanted. This record is for the right side.